Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an over infusion event occurred during a heparin infusion. No patient harm was reported. In the subsequent hospital investigation it was determined the user inadvertently programmed the heparin for a different indication, and does not allege a device malfunction. The customer declined further investigation.